Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received no delivery alarm while priming. It was reported that the customer's blood glucose level was 324mg/dl. It was reported that the customer was not able to troubleshoot at the time of call. It was reported that the customer would like to return reservoir for analysis. It was reported that the customer would be sent out replacement sets and reservoir.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran the occlusion test and no occlusions were noted.